Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, because of chronic obstructive pulmonary disease and other diseases, according to the needs of treatment, on (B)(6) 2024, you need to intravenously insert a 8194118 catheter, the catheter is indwelling in the body for 31cm, the length of the catheter is exposed 0cm, the patient is bedridden, and the activity is limited, in the recent treatment and maintenance process, it was found that the patient's skin has oozing, and the condition is getting more and more serious, it is suspected that there is a problem with the catheter, and the catheter is extubated on (B)(6), and the catheter is found to be damaged during the extraction process. No other information was provided.

Event description:
It was reported, because of chronic obstructive pulmonary disease and other diseases, according to the needs of treatment, on (B)(6) 2024, you need to intravenously insert a 8194118 catheter, the catheter is indwelling in the body for 31cm, the length of the catheter is exposed 0cm, the patient is bedridden, and the activity is limited, in the recent treatment and maintenance process, it was found that the patient's skin has oozing, and the condition is getting more and more serious, it is suspected that there is a problem with the catheter, and the catheter is extubated on (B)(6), and the catheter is found to be damaged during the extraction process. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. Two photographs of a powerpicc catheter were returned for evaluation. An initial visual observation of the photograph showed a catheter inserted into a patient with a circumferential split in the catheter tubing near the 5 cm depth marker. However, no details of the split could be discerned in the returned photograph, and there were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.